Event description:
The reporter stated a cc4204a collamer aspheric single piece lens became stuck in the cartridge and tore while the surgeon was inserting the lens. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned in unit box.